Event description:
Upon interrogation today, this device reported the battery status is being eri. Previous longevity estimates provided by the programmer indicated that the device battery should not yet be in the eri state. Testing of the battery today yielded a abnormally high current drain. Explant of this device was recommended. Additional programmer data has been forwarded to berlin. This device has not yet been returned for analysis.